Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag and has a catheter damage as part of the overall visual revision. No damages or failures were observed on the ccp board assembly. A guidewire was observed in the exit port assembly. A kink was observed in the exit port assembly. Multiple kinks were observed in the imaging window. A kink was observed in the sheath assembly. An entanglement between the catheter and the guidewire was observed. The unit was received together with two non-bsci guidewires. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced a test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that the catheter became stuck with the guidewire during the procedure. An opticross hd imaging catheter was selected to view the target lesion. Initially, the catheter was not recognized and was reconnected several times. It was finally recognized by the system, so the device was used. However, during the procedure, the opticross hd catheter got stuck on the non-bsc guidewire. It was removed together with the guidewire as one unit. The procedure was completed. No patient complications were reported.

Event description:
It was reported that the catheter became stuck with the guidewire during the procedure. An opticross hd imaging catheter was selected to view the target lesion. Initially, the catheter was not recognized and was reconnected several times. It was finally recognized by the system, so the device was used. However, during the procedure, the opticross hd catheter got stuck on the non-bsc guidewire. It was removed together with the guidewire as one unit. The procedure was completed. No patient complications were reported.